Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate mode switch. Programming changes were made. The patient was stable and would continue to be monitored.